Event description:
The user facility reported a 63-year-old male noted for high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. During support, the team was unable to increase p-level past p5 secondary to diastolic suction and a lack of sufficient preload in the left ventricle. The doctor was consulted and the right ventricle was noted to be enlarged. The pump experienced low flows and was now unable to go above p4 support levels. The decision was made to re-open the chest and place central veno-arterio-venous extracorporeal membrane oxygenation. While open, chest evacuated of >1150ml blood and multiple large clots. Patient received multiple blood products. The patient remained on support for four additional days.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the low pump flow and the thrombus has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based off the clinical info available, the patient had an enlarged right ventricle (rv) and high central venous pressure (cvp). Thus, the root cause of the low pump flow was most likely due to patient condition, specifically right heart failure and lack of preload. The root cause of the thrombus evacuated from the chest is unknown due to lack of sufficient clinical information.